Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (315 mg/dl). Contact requested assistance turning on the carbohydrate settings. Tandem technical support guided the customer through adjusting their carbohydrate settings. Customer delivered a correction bolus to stabilize elevated bg's. In addition, it was reported the customer experienced low bg levels in the 60 mg/dl range. Contact stated low bg's were due to jumping on a trampoline. Customer ate candy to stabilize low bg's.